Event description:
Pt was receiving d5w at 80cc/m via subclavian line when pump started alarming "hi pressure". Alarms persisted after catheter flushed for patency & tubing checked for kinks. Alarm continued to ring "hi pressure" without tubing even being in it. New pump delivered.